Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) circuit failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an ovp circuit failure occurred. The customer informed the remote service engineer (rse) of the error codes that had occurred. The rse provided the customer with the part number of the motor controller (mc) printed circuit board assembly (pcba) to order and replace. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the motor controller (mc) printed circuit board assembly (pcba) from another device to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.